Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23-jan-2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported experiencing a right side saline implant deflation. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: flat creases, white particles in device inner surface and one opening crack. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis, the final assessment is one opening crack assessed as cracked valve seat diaphragm valve.

Event description:
Patient reported experiencing a right side saline implant deflation. Device has been explanted.